Manufacturer narrative:
A philips product support engineer review the logs and provided the customer with the following information, "dsp post errors are not related to the rfu redundancy failure. Please note that the errors you point to are the sw log during autotest. With b.01 software a decision was made to log many more statuses of the device than was logged before. This does not mean that there is a suspected failure or that there will be a failure. This high level of testing is to make sure that the device is operational at all times. If there is a failure that could impact use you¿d see a corresponding error logged to the hw log and the device would red x or show a technical alarm." A philips product support engineer determined the customer reported concerns were due to the extensive testing of the device and does not indicate a malfunction. (B)(4).

Event description:
It was reported to philips that the device experienced a (1:24) rfu status redundancy failure error. It was clarified the customer was concerned about dsp errors. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(4).

Event description:
It was reported to philips that the device experienced a (1:24) rfu status redundancy failure error. There was no report if patient involvement.